Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned an air dermatome device for evaluation. Zimmer biomet surgical/ zimmer biomet australia/ taiwan has previously repaired/evaluated this air dermatome three times. The last repair was june 21, 2016 where it was reported that the blade was taking the skin in strips and no components were replaced. This is not a related issue. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by zimmer biomet (B)(4) revealed that the head had nicks on the edge. The depth bar had some side play. The motor was within motor speed specifications. The device was out of calibration at all four settings. Repair of the air dermatome was performed by zimmer biomet taiwan which included replacement of the head, semi-circle bearings, adjustment cam, vespel sleeve bearings, motor, motor sleeve, ball bearing, spring seal, external e-ring and reciprocating arm. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the device was out of calibration at all four settings and the depth bar had some play. The root cause of the uneven grafts was due to the device being out of calibration. With the device being out of calibration, it can produce less then desirable grafts. The issue was resolved with the replaced head, semi-circle bearings, adjustment cam, vespel sleeve bearings, motor, motor sleeve, ball bearing, spring seal, external e-ring and reciprocating arm. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The air dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit was unevenly harvesting grafts even at high settings. Though it was stated the harvested graft was useable, an additional graft was required from the patient. No additional patient consequences were reported.